Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a stuck button alarm. The customer's blood glucose level was unknown at the time of incident. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Customer also stated that they did not receive a battery failed alarm. The insulin pump will not be returned for analysis.